Event description:
A customer reported that there was no phacoemulsification power transmitted through the handpiece during a cataract with iol (intraocular lens) implant procedure. There was a delay of approx 40 minutes to troubleshoot and restart the system. There was no harm to the pt. Add'l info has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).